Event description:
On (B)(6) 25, patient reported high blood glucose (bg) of 295 mg/dl, previously 360 mg/dl and questioned why pump hadn¿t lowered it faster. Agent confirmed insulin delivery and advised giving pump more time. Patient noted she often experiences morning highs and had changed cd the night before, with breakfast announced at 6am. Due to nausea, agent advised ketone testing. Patient delayed initially but later tested negative for ketones. Follow-up showed bg decreased to 236 mg/dl and trending down. The patient was out of range for 90+ minutes. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.